Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This information will be utilized for tracking and trending purposes to determine the need for corrective action.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a unknown dialysis catheter. The customer states that on (B)(6) 2014, the patient was diagnosed with peritonitis. The patient was not hospitalized for the peritonitis event. The cause of peritonitis was due to a pd catheter leak. The patient cut the leaking part out and put the catheter back together. On an unreported date a peritoneal effluent culture was performed and the results were positive for staph aureus and acinetobacter. Treatment for the event of peritonitis was ip ancef and ip gentamicin. After the sensitivity came back, treatment was changed to ip vancomycin and po rocephin. On (B)(6) 2014, the patient recovered from the peritonitis event. On an unreported date, the patient was retrained on aseptic technique. The pd nurse stated that the event of peritonitis was not related to pd solutions, device, or disposable parts.